Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the reload had a full staple complement. The reload was loaded into a pmv representative instrument (powered handle and standard adapter) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the doctor was performing sleeve gastrectomy and reload would not fire when clamped on stomach tissue. Reload replaced and fired as normal. Surgeon was using an idrive (sn:(B)(4)). No adverse event happened and no delay in surgery as a result of non-firing cartridge., no additional blood loss. Rest of operation went smoothly as normal.